Manufacturer narrative:
D10, g4, g7, h2, h3, h6, h10. The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and could not reproduce the symptoms. The spectrum smart cable was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
A verathon customer care representative later contacted the customer and confirmed that the facility's biomedical engineering department was able isolate the issue to the glidescope spectrum smart cable. The customer was provided with a replacement device and the reported smart cable will be returned to verathon for further evaluation. At the time of this report, the smart cable has not been received by verathon; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.